Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using an unknown delivery system. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted. A post-implant balloon aortic valvuloplasty (post-bav) was performed using an unknown balloon. Post-procedure, the patient was noted to have severe aortic regurgitation which was confirmed by an angiography and transesophageal echocardiogram. A second non-abbott valve was decided to implant within the abbott valve to resolve the event. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
An event of central regurgitation was reported. Information from the field indicated that pre-bav was performed using a 20 mm non-abbott balloon. The valve was implanted at a depth of more than 10 mm from the ncc. Post-deployment, angiography and transesophageal echocardiogram showed a severe aortic regurgitation. A second non-abbott valve was decided to implant within the abbott valve to resolve the event. The patient remained stable and was discharged. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported aortic valve insufficiency/ regurgitation could not be conclusively determined. The reported surgical intervention, and unexpected medical intervention were results of case-specific circumstances as post-implant balloon aortic valvuloplasty (post-bav), and valve-in-valve surgery were performed to treat the aortic valve regurgitation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using an unknown delivery system. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of approximately more than 10mm on the non-coronary cusp (ncc). A post-implant balloon aortic valvuloplasty (post-bav) was performed using an unknown sized, non-abbott balloon. Post-procedure, the patient was noted to have severe aortic regurgitation which was confirmed by an angiography and transesophageal echocardiogram. A second non-abbott valve was decided to implant within the abbott valve to resolve the event. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.